Manufacturer narrative:
The reported event of separation failure was not confirmed. A failure event was observed during analysis. Final analysis found that a potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. DHR review was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests.

Event description:
This report is to advise on a failure event that was observed during analysis.